Event description:
This report summarizes 7 malfunction events. The events were related to suction loss during laser fire. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Lot numbers of the devices and quantity: 60297883, 60311314 (x 3), 60341114 and 60251457 (x 2). From the five (7) events six (6) investigations were completed and one remained open during the period. One (1) product was returned incomplete. No product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
One (1) investigation was completed during the period. No product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.